Manufacturer narrative:
The customer did not retain a sample for this investigation. The customer's complaint history was reviewed for the period of (B)(6) 2010 through (B)(6) 2011; this is one of two complaint reports of this nature. The lot complaint history and DHR could not be reviewed as the information was not retained. The customer did not retain a sample; the root cause of the customer's complaint is unknown. While a sample was not returned, the issue of bubbles in the fluid path is being investigated by the product research and development group. (B)(4).

Event description:
A surgeon reported seeing air bubbles frequently during his procedures. There was no patient impact reported. The surgeon is unwilling to provide any additional information. This is the third of three reports being filed for this facility.